Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) with blood glucose was 468 mg/dl. The current blood glucose is 144 mg/dl and 137 mg/dl. The customer experience symptoms like abdominal pain, nausea and vomiting and customer had difficulty in breathing. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.